Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was broken or loose. The customer used a backup instrument to continue with the planned procedure. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: it was possible that no fragment fell into patient. There was no patient injury due to the issue. The procedure was completed robotically with the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.